Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that air was leaking from the main body and appeared to be originating from the drive hose connection and the red and white indicator area. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. Service history identified no repairs in the past. Visual and functional testing was performed. The customer issue was verified by functional testing. The root cause of the problem was leaking from supply gas pressure indicator assembly. The gas pressure indicator was replaced to fix the issue. The device passed all functional tests thereafter.